Manufacturer narrative:
The t:flex user guide states, "it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 06) occurred. A cartridge change was performed resolving the alarm. Additionally, it was reported that a cartridge change error occurred during the load sequence. A new cartridge was loaded resolving the issue. Subsequently, it was reported that the customer had accidentally set up the incorrect time on the pump, as the customer had switched the pump time from am to pm. Tandem technical support guided the customer through changing the pump time to the correct time. Blood glucose level ranged between 100-110 mg/dl.

Manufacturer narrative:
(B)(4).